Manufacturer narrative:
Additional information: section b7, section h6, section: h10. Medical records review revealed 3 years and 4 months post valve deployment, the patient presented following a fall resulting left-sided rib fractures. A tte indicated the valve was well seated, but the leaflets appeared to be calcified with decreased mobility. Severe prosthetic aortic valve stenosis was observed with a valve area of 0.7cm2 with a maximum gradient of 77mmhg, and a mean gradient of 51mmhg. A tee performed approximately 8 weeks later demonstrated significant thickening of the bioprosthetic aortic valve leaflets with restricted leaflet mobility consistent with early degenerative failure of the transcatheter heart valve. The decision was made to explant the sapien 3 valve and implant a surgical valve. During explant procedure, significant calcium in the sinotubular junction as well as in the aortic root was carefully observed and debrided. Significant blocks of calcium in lvot, annulus in underinflated portion of tavr, and aortic root were also observed. Significant amount of breakable loose calcium once debridement started. With calcium in stj with weakened tissue requiring pledgeted suture repair. The transcatheter valve stent was oblong shaped indicating the underinflated potion of the valve. The catheter valve was carefully explanted by crushing towards the center at the edges of the stent. Discharged home with home care. The explanted sapien 3 valve was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided case imagery revealed calcification present on the annulus and sapien 3 valve. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed from the provided imagery and patient's medical record. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. The evaluation of reported complaints for 'valve - calcification' and 'post implantation - svd calcification' did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Based on the limited information provided, the root cause for the valve degeneration approximately 4 years post valve implant could not be determined but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported, approximately 4 years post implant of a 23mm sapien 3 valve in the aortic position, the patient presented with shortness of breath symptoms. Diagnostic echo indicated increased gradients across the valve. Anticoagulation therapy was initially attempted, with no resolution of the symptoms or gradients. During the evaluation of the implanted valve, it was determined that the valve was under-expanded. The valve was explanted, and a surgical valve was implanted.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.